Event description:
The customer reported getting no delivery alarms after changing the infusion sets. The caller stated that she was hospitalized with high blood glucose over 300mg/dl, diabetes ketoacidosis, and dehydration. The customer was treated with and insulin drip and bags of saline for dehydration. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that sometimes when she draws in the insulin from the vial, she gets air in the reservoir, and then she purses it into the vial. Assisted the caller to run a manual prime and the insulin did exit. Reviewed the alarm history and found several no deliver alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked battery tube threads, cracked belt clip slot, and scratched display window.